Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned outside of original packaging. The anchors were positioned as manufacturer intended. The suture has been removed from inside the depth gauge tube. The device shows no signs of damage. A review of the customer provided image confirms the devices batch number and product number. The image also reveals that both t1 and t2 are attached to the device and the suture has been pulled out from inside the depth gauge tube. A functional evaluation revealed the device functioned as intended. Pressure applied behind the t1 anchor deployed the t1 anchor. The t2 anchor then could be pushed forward and with pressure applied behind the t2 anchor the anchor deployed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the t1 of the ultra-fast fix could not be deployed. Delay was greater than 30 minutes and a back up was available to complete the procedure. No other complications were reported.